Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was prescribed oral antibiotics on (B)(6) 2015, but the issue could not be resolved. On (B)(6) 2015, the patient was hospitalized and treated with intravenous antibiotics. The implanted device remains.